Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the returned product consisted of an angiojet solent dista thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that at 24cm from the tip of the catheter that the hypotube was broken. Functional testing showed that it was leaking at the break and received a ¿check saline supply¿ error message. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the device would not prime. An angiojet® solent¿ dista catheter was selected for a thrombectomy procedure in the right or left superficial femoral artery. During preparation of the device, the catheter would not prime. The device never entered the patient's body. A different device was used to complete the case. There were no patient complications. However, device analysis revealed that the hypotube was broken.